Event description:
The sales representative reported that during surgery, the surgeon put the open screwdriver into the head of the closure top and turned counter clockwise but the tip sheered/broke off. The pieces were successfully removed from the surgical area. The surgeon was able to complete the surgery with another screwdriver.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.